Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was not returned to medtronic for analysis. No image was received for image review. The valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying / recapturing process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. Based on the available information, a root cause for the infolding could not be conclusively determined. In this case, it was reported that the infolding was due to calcium. A post balloon aortic valvuloplasty (bav) was performed. The user followed the instructions in the instructions for use (IFU) that states: "if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing." After post bav, the valve appeared well expanded but the position was deep. An echocardiogram revealed moderate paravalvular leak (pvl). Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, with the limited information and no procedural images to review, the conclusive cause of the pvl could not be determined. In this case, it was noted that the valve position could be contributed to the pvl. A decision was made to snare valve to reposition the valve; though use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. Subsequently, a non-medtronic valve was implanted. No other adverse effects were reported. This event does not indicate device misuse or malfunction. Update data: h6 - method, results and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5: event description: additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed with a 21 mm balloon through a 16 french (fr) non-medtronic introducer sheath. The valve was loaded by an experienced valve loader and no misload was reported. The fully deployed valve appeared deep and infolded as it conformed to the patient's anatomy. The left ventricular outflow tract (lvot) measured longer than the annulus and the valve was positioned deep as dcs sat in the inner curve of the aorta. Following the valve implant, echocardiogram revealed moderate paravalvular leak (pvl). No treatment for the pvl was reported. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon initial deployment, the valve appeared deep, at approximately 5-6 mm on the non-coronary cusp (ncc) and 12 mm on the left coronary cusp (lcc). The valve was partially recaptured to reposition higher. However, the valve appeared to be in the same location. The valve was fully released. The fully deployed valve appeared deep and infolded, due to calcium. A post-implant balloon aortic valvuloplasty (bav) was performed, resolving the infold. The valve appeared well expanded but the position was deep. Echocardiogram revealed aortic insufficiency. It was decided to snare the valve. While snaring the valve, the valve moved to the sinotubular junction (stj) and was not able to be repositioned any further. The patient's hemodynamics were reported to be stable. A non-medtronic transcatheter valve was implanted. No adverse patient effects were reported.